Event description:
There have been two occasions where the urine specimen cups had a sharp edge which resulted in the fingers or hands of the individual collecting the specimen to be nicked (skin tear) resulting in exposure to the patient's urine. Appropriate exposure protocol was initiated for the health care providers.